Event description:
It was reported by the patient that she underwent an inguinal hernia repair procedure in (B)(6) of 2011 and mesh was implanted. The patient experienced fever, flu like symptoms, and burning in the area of the mesh. The burning sensation increased to her whole body. (B)(6) 2012, the patient underwent a reoperation to remove the mesh. During the procedure, it was noted that there was ilioinguinal nerve entrapment. The patient reports that here symptoms have resolved since the removal of the mesh.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 1/31/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced adhesion and bowel problems. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/12/2019. Additional narrative: it was reported that following insertion the patient experienced abdominal pain.